Event description:
It was reported that the hinges on aseptic housing were broken and device was in two parts. It was found a during routine maintenance conducted by a manufacturer field service technician at the user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the hinges on aseptic housing were broken and device was in two parts. It was found a during routine maintenance conducted by a manufacturer field service technician at the user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event. After return to the manufacturer facility it was found that the o-ring is missing from the device.

Manufacturer narrative:
The reported event, hinge is broken, was duplicated. The technician concluded that the hinge on the battery housing was broken due to a chemical attack that occurred as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant. The rubber seal was also observed to be missing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.